Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received alerts for high hvli on both the rv to svc and svc to can vectors. The device was reprogrammed to exclude the svc coil from the shock vector. The lead remains implanted.